Manufacturer narrative:
Product complaint (B)(4). Additional information: f10. Health effect - impact code. Additional information was requested, and the following was obtained: in the responses below it mentions that 4 patients¿ experienced ssi¿s. Have the remaining 3 ssi¿s been previously reported to ethicon? Is so, are you able to provide the complaint references? They are referring to 4 infections in total. The other 3 occurred with other products not ethicon. Indication surgiflo was used? Which type of bleeding? Lumbar microdiscectomy. Mild oozing was surgiflo left or removed after hemostasis was achieved? Remained is the cause of infections being investigated at the hospital since also 2 other surgeries resulted in infection (for floseal)? Findings: on (B)(6) 2024 revision microdisc w/fusion floseal & duraseal used. Serratia] on (B)(6) 2024 rev microdisc, floseal used. Staph aureus] on (B)(6) 2024 microdisc, surgiflo#2994. Lot 275885 e. Coli, brevibacterium] on (B)(6) 2024 lum hemilami- surgiflo #2994. Lot 275890. Staph aureus] or staff, and pt characteristics varied. We're also investigating a medline surgical cottonoid recall. How many days after surgery was the infection discovered? Infections symptoms and onset varied. Avg 3-4 weeks postop. Does the patient have a history of infections? None noted in history. Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? No. Not to that extent. The 4 ssi events involved male patients. No significant comorbidities. Bmi ranges: 26 to 32. Allwere readmitted and required surgical I&d, drains, PICC abx. What is the surgeon¿s opinion as to the relationship of the product to the symptoms? No comments relating hemostatic contributing to ssis. Was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required? What is the current condition of the patient? See above. One pt in particular from (B)(6) 2024 has been very ill with repeated readmissions (e.n. (B)(6) 1940. Mr00018805). The other 3 pts appear to be resolving. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Corrected information: d 4. Primary UDI number. Additional information: h10. Conclusion of review conducted on the batch record: the principal qc specialist, microbiologist, conclude that ¿it is highly unlikely that the surgiflo with batch no. 275885 should have caused the reported infection by brevibacterium casei and escherichia coli in the patient. It is concluded that there is no product problem or product quality issue.¿ this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumbar decompression procedure on (B)(6) 2024 and absorbable hemostat was used. Post-op the patient became ill and required two additional hospital stays. Patient tested positive for e-coli and brezieacterium caesi. Patient received no implants other than the absorbable hemostat. Doctor has no idea what caused the ssi. Patient safety officer mentioned they had two previous instances with a similar competitors product (floseel). Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For which indication was surgiflo used? Which type of bleeding? Was surgiflo left or removed after hemostasis was achieved? Is the cause of infections being investigated at the hospital since also 2 other surgeries resulted in infection (for floseal)? Please share findings. How many days after surgery was the infection discovered? Does the patient have a history of infections? If yes, please indicate the latest date for infection. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.